Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient requested a replacement cycler due to overfill coincident with patient peritoneal dialysis (pd) therapy. Upon follow up with the peritoneal dialysis nurse (pdrn) stated that the patient drained 4300ml of his fill volume of 2300ml. The reported drain volume of 4300ml is 186% the patient¿s prescribed fill volume of 2300ml. Based on the fill and drain information provided, it has been noted that the patient experienced iipv (increased intraperitoneal volume) of over 180%. The pdrn stated that the patient had been retrained on the cycler but decided to end the peritoneal dialysis treatment on the cycler and reverted to continuous ambulatory peritoneal dialysis (capd) therapy. The pdrn stated that during the iipv event the patient finished treatment by performing manuals and did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that since being on capd the patient has not had any other issues and has continued his pd therapy without reoccurrence of the reported event.

Manufacturer narrative:
Correction: plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. There were no nonconformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the device history records (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The device met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.